Manufacturer narrative:
Manufacturing review: the lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. This is the only complaint reported for this lot number and issue to date. Visual inspection: a eptfe graft without packaging and labeling was returned. The graft segment was bloody with clots presents at both ends of the returned graft. Blue lines and carbon lining were identified on the segment which confirms that this is a bard graft. The segment measured approximately 36.7cm in length. The ends of the graft appeared trimmed. Sutures were noted on both ends of the returned segment of graft. No tears and/or rips were noted on this segment. Dimensional evaluation: the length of the segment was measure to be 36.7m (spec. 70cm +5/-0cm). The length of the graft was not measured to be within specification. Approximately 33.3cm of the graft was not returned for evaluation. However, it is unknown whether the graft portions had been trimmed and the remaining portion may have been discarded. Functional/performance evaluation: based on a partial graft received could not be performed. Medical records review: medical records were not provided. Image/photo review: one digital photo was reviewed by fa engineer. In the photo a bard graft can be identified due to the blue lines running the length of the exposed graft in the picture. The photo is of the procedure site. The attachment points can not be seen in the photo. Blood is present along the length of the graft. Weeping of blood can be identified along the length of the exposed portion of the graft. Therefore, the complaint can be confirmed for a leak. Conclusion: the complaint investigation is confirmed for graft leak, based on the photo in which blood can be seen weeping through the graft during implantation. Due to the condition of the returned portion of graft no functional testing could be performed and not visual tear or holes were noted to the returned portion of graft. The definitive root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues labeling review: the current IFU (instructions for use) states: warnings: aggressive and/or excessive graft manipulation when tunneling, or placement within a too tight or too small tunnel, may lead to separation of the spiral beading and/or graft breakage. Avoid repeated or excessive clamping at the same location on the graft. If clamping is necessary, use only atraumatic or appropriate vascular smooth jawed clamps to avoid damage to the graft wall. Exposure to solutions (e.g., alcohol, oil, aqueous solutions, etc.) May result in loss of the graft¿s hydrophobic properties. Loss of the hydrophobic barrier may result in graft wall leakage. Preclotting of this graft is unnecessary. Avoid excessive graft manipulation after exposure to blood or body fluids. Do not forcibly inject any solution through the lumen of the graft, or fill the graft with fluid prior to pulling it through the tunnel as loss of the graft¿s hydrophobic properties may occur. Loss of the hydrophobic barrier may result in graft wall leakage. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a first graft was installed and presented microperforations, so it was removed. A second graft was installed and also presented microperforations, it was removed as well. The procedure was not finished and a new procedure was scheduled for another day.